Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. C76447) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included perineal pain and chronic cervicitis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), menorrhagia ("heavy periods/menorrhagia"), weight increased ("weight gain"), emotional disorder ("very emotional"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection: uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), constipation ("constipation") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, rash, menorrhagia, weight increased, emotional disorder, vaginal haemorrhage, urinary tract infection, migraine, headache, nausea, tooth disorder, fatigue, constipation and alopecia outcome was unknown. The reporter considered alopecia, constipation, emotional disorder, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: occluded bilateral fallopian tubes concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headache, pelvic pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received. Lot number and reporter's information was updated. Events added: very emotional ,abnormal bleeding (vaginal, menorrhagia), infection: uti , migraines / headaches , nausea , dental problems, fatigue, constipation, hair loss. Concomitant drugs and lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. C76447) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included perineal pain and chronic cervicitis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), menorrhagia ("heavy periods/menorrhagia"), weight increased ("weight gain"), emotional disorder ("very emotional"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection: uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), constipation ("constipation") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, rash, menorrhagia, weight increased, emotional disorder, vaginal haemorrhage, urinary tract infection, migraine, headache, nausea, tooth disorder, fatigue, constipation and alopecia outcome was unknown. The reporter considered alopecia, constipation, emotional disorder, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: occluded bilateral fallopian tubes . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headache, pelvic pain, dysmenorrhea, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical complaint ). Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), menorrhagia ("heavy periods") and weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, rash, menorrhagia and weight increased outcome was unknown. The reporter considered menorrhagia, pelvic pain, rash and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.